Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room complaining of syncope. It was determined that the right ventricular (rv) lead had lost capture and dislodged. The lead was repositioned; however, the lead dislodged again later that day. The physician explanted and replaced the lead due to tissue in the helix. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.